Event description:
Pt with degenerative joint disease was implanted with an interpositional device in 2007. Pt complained of pain, swelling and stiffness. Pt indicated that he did not get back full extension. Surgeon stated that the pt was having the implant removed and would receive alternative treatment with a total knee implant.

Manufacturer narrative:
Interpositional device was explanted due to persistent pain.